Event description:
Caller reported a malfunction on pump, specifically malfunction code 12 was displayed. There was no adverse impact to the customer¿s blood glucose level. Customer service provided information to reset the pump and assisted the caller in completing the reset, after which the malfunction code did not reappear. Customer was advised to continue using the pump and to contact support again if the issue recurs. No notable events occurred prior to the malfunction.